Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2020. The customer high blood glucose level was 300 mg/dl. On (B)(6) 2020 customer went to emergency room by emergency medical service. The customer was treated with insulin pump only for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, body pain. Customer reported that the insulin pump was on auto mode at the time of high blood glucose. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.